Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. The patient experienced a hyperglycemic event. On (B)(6) 2024, the day of the event the patient experienced feeling ¿acting up¿, diarrhea, and was off balance, and an ambulance was called by their child. During the event, the patient stated that the continuous glucose monitor (cgm) reading "would have been 1200 mg/dl." Even though the cgm device cannot read numbers higher than 400 mg/dl, it was confirmed that this was what the patient stated. The patient was brought to the hospital and was treated with intravenous insulin. The patient was admitted for 2 weeks at the hospital, and at the rehabilitation center. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable and fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - impact code - f18 rehabilitation.